Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 21387927/5022355, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the incision site. It was noted that the incision was slightly opened and red. The infection was not device related. The physician observed the absence of dermabond liquid dressing following a procedure. The patient was prescribed antibiotics and underwent an explant procedure.